Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus deliveries. Additionally, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was successfully loaded to address the event. Customer continued to use the pump for insulin therapy and had manual injections available. The customer's blood glucose level was 147 mg/dl.